Event description:
The dealer spoke with tech regarding noise in unit. He stated he replaced the muffler, now the unit is giving him a high pressure no switching error and has 1 red and 2 green alarm.